Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). After rotational atherectomy was performed, a 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation at approximately 14 atmospheres, it was noted that the pressure did not increase. When it was checked, the balloon was found to have ruptured. The device was completely removed from the patient and the procedure was completed with a 3.5x15mm non-bsc balloon catheter. No patient complications nor injuries were reported.